Manufacturer narrative:
The pt's age and gender have been requested but were not received. The lot number for the device was not provided, therefore no manufacturer or date of expiration could be determined. Reference manufacturer's report no. 9019871-2012-00303.

Event description:
During an arthroscopic procedure, the physician was utilizing a speedswitch suturing device. The physician reported the suture cartridge (unk catalog and lot number) would not lock into the handle of the device unk lot number). The procedure was ultimately completed using a competitor's product. There were no complications reported as a result of this event.